Event description:
An attempt was made to implant one endeavor resolute drug-eluting stent to a pre-dilated lesion in the lcx which had 90% stenosis. The device had been inspected before use with no issues noted. During attempted positioning it was reported that the device could not pass the lesion. The physician gave up the surgery. No clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The distal tip was flared. There were a number of kinks visible along the hypotube and distal shaft . A number of segments on the 1st proximal segment were raised and pulled distally. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology¿ 90% stenosis). Deformation problem - (stent deformed). Evaluation conclusions: device failure related to patient condition - (lesion morphology ¿ 90% stenosis). Inherent risk of procedure ¿ (stent deformation). (B)(4).